Manufacturer narrative:
Other, other text: no device was returned for investigation. In lieu of that, a photo was returned. Review of the photo confirms the customer complaint. In order to see if the issue could be replicated, investigators used devices of the same lot number and applied various methods to replicate the error in the photo. The investigator was able to replicate the break when extra force was applied to the device. Most probable but undetermined root cause was found to be excessive force used while handling the device. Review of the device history record shows no non-conformities during the manufacturing procedure of the reported lot number.

Event description:
It was reported that the material tip showed breakage when connecting to the vial. The event occurred in the intensive care unit. The customer reported that no harm came to the patient due to this issue. The patient had flu sydrome, acute cri and hyperkalemia. The patient was treated with medication and the issue was resolved. Due to the reported issue, the patient was exposed to repeated procedure and a therapeutic delay. The sample is not available for investigation, however a picture was provided.